Event description:
This spontaneous case was reported by a health professional and describes the occurrence of uterine perforation ("uterus perforation") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), menorrhagia ("menstrual bleedings of fifteen days") and abdominal pain ("severe abdominal pains"). At the time of the report, the uterine perforation, menorrhagia and abdominal pain outcome was unknown. The reporter considered abdominal pain, menorrhagia and uterine perforation to be related to essure. Currently invalid case.

Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of uterine perforation ("uterus perforation") in a female patients who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, patients had essure inserted. On an unknown date, patients experienced uterine perforation (seriousness criterion medically significant), menorrhagia ("menstrual bleedings of fifteen days") and abdominal pain ("severe abdominal pains"). At the time of the report, the uterine perforation, menorrhagia and abdominal pain outcome was unknown. The reporter considered abdominal pain, menorrhagia and uterine perforation to be related to essure. Amendment: the report was amended on 08-feb-2019 for the following reason: narrative and ccc corrections performed and device similar incident list included. No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.